Event description:
Tip of the screw driver was found to be broken during inspection of the returned loaner kit from the hospital.

Manufacturer narrative:
Investigation in progress, but not yet complete.